Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for gastric stimulation. It was reported that the patient¿s ins battery longevity was insufficient and they were told their initial ins would last 4 years and it only lasted about 2 years; however, it was also reported that the implant battery ¿failed¿ after 8 years. It was confirmed that they meant the implant battery was low. It was noted the exact date of the implant battery failing was not known, but was probably 2 weeks prior to getting the implant replaced. No symptoms were reported. No further complications were reported/anticipated.